Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
As reported, during a stent assisted coiling procedure, a coil had more resistance than usual while advancing through a competitor¿s microcatheter. When the coil was pushed out distally, this resistance caused the competitor¿s microcatheter to be pushed out of the of the aneurysm resulting in loss of access. During attempts to regain access to the aneurysm, it was noticed that the coil had prematurely detached from the pusher. The coil was then successfully removed from the patient by using a snare. The case was completed by continuing to coil the aneurysm. The doctor re-accessed the aneurysm through the stent and completed the embolization. The patient was discharged the next day and is doing well.

Manufacturer narrative:
The investigation of the returned coil system found the implant stretched, damaged, deformed and separated from the pusher with the monofilament exposed, which is consistent with the alleged product issue. The pusher was not returned for evaluation. The exposed monofilament exhibited a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength.

Event description:
See h11.